Event description:
It was reported a power on reset (por) condition occurred. The error code associated was 1000. It was stated the patient was seen for their post-operative appointment 5-6 weeks after implant when the message appeared. The manufacturer representative cleared the por with the clinician programmer and 'had no trouble' programming the implantable neurostimulator (ins) for adaptive stimulation use. It was indicated the ins 'did not shut off and was on when read by the clinician programmer during the appointment.' No further information was reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).